Event description:
Brakes slipping.

Manufacturer narrative:
Stiffner plate and bushings worn. Tech replaced stiffner plate and bushings. Also had to replace brake/steer caster. No patient impact. Bed location basement hall.